Manufacturer narrative:
Device lot number is unknown, no product information has been provided to date. No DHR review could be completed at the mcmb site as there was no fg lot number available within the complaint details. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Difficulty was reported inserting the mini-tracheostomy tube. Reporter stated that "the step between the implantation dilator and the mini-trach is unbelievable, and because the mini-trach itself is relatively soft, this cannot work at all. In addition, the needle fits only for very slender necks." There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. No injury reported.